Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a leakage from the shaft of a 4mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was observed after the balloon would not expand during an attempted inflation. As a result, an unknown balloon catheter was used in place of the 4mm x 4cm 155cm saberx pta balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an iliac lesion. Additional information was requested but was not available, and the device will be returned for evaluation.

Event description:
As reported, a leakage from the shaft of a 4mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was observed after the balloon would not expand during an attempted inflation. As a result, an unknown balloon catheter was used in place of the 4mm x 4cm 155cm saberx pta balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an iliac lesion. Additional information was requested but was not available, and the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 82226772 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, a leakage from the shaft of a 4mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was observed after the balloon would not expand during an attempted inflation. As a result, an unknown balloon catheter was used in place of the 4mm x 4cm 155cm saberx pta balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an iliac lesion. Additional information was requested but was not available. The device was returned for analysis. A non-sterile saber rx 4mm x 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a clear plastic bag. Per visual analysis, a stopcock valve was received attached to the inflation luer hub of the unit. The balloon profile was inspected, and it appears to have been previously inflated. However, no damages in the body shaft of the unit could be noted by the naked eye. Per functional analysis, inflation/deflation testing was performed, a lab sample inflator/deflator device partially filled with water was connected to the stopcock valve already attached to the unit and positive pressure was applied. A leakage was observed on the body shaft of the saber rx on the blue portion of the shaft between the balloon and the guidewire exit port of the unit. Per sem analysis, results showed that the leakage on the body/shaft of the saber rx presented evidence of a ruptured condition and scratch marks on the inner/outer surface near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the inner/outer surface probably led to the damaged condition found on the received device. It seems the body/shaft material near the rupture was torn due to the interaction of the unit with a sharp or hard object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82226772 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was confirmed during functional analysis. The exact cause could not be determined. Device analysis revealed the body/shaft was torn and a leakage was noted from the torn area upon functional analysis. The inner/outer surface of the shaft presented evidence of scratch marks near the torn area. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics, although unknown, may have contributed to the reported event as calcification can damage the body/shaft material. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.